Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors, or customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4), a4: weight unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed. Patient lost implant crown earlier this year, which was recorded against a separate complaint. A new screw was ordered to attach the crown to the implant. While trying to retrieve the screw, it was noticed that the whole buccal side of the implant was broken and was unable to be restored again. An additional appointment was required to replace the implant.